Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloon burst. There was no patient consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974894. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, burst; cam condition, desufflation lever condition, extension condition, inner gasket condition, outer gasket condition, and sleeve condition, good; and stopcock condition, good/closed. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a balloon which had burst and 25% of the balloon was still attached. The balloon was re-evaluated and pieced together piece by piece and it was concluded that 100% of the balloon was returned with the product. The point of propagation could not be determined. No conclusion could be reached why the balloon burst. Each instrument is evaluated during the assembly process to ensure that it functions properly. The mfg process has been modified and the balloon's material has also been modified to reduce the occurrence of this incident. Co strives to understand each incident as it occurs in order to continuously improve co's products.